Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the cassette after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to disregard the use of their cycler until next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event but could not confirm if there was fluid in or around the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the cassette after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to disregard the use of their cycler until next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed the reported event but could not confirm if there was fluid in or around the cycler. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.